Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 for a mechanical fall. The patient denied any dizziness or ventricular assist device (vad) alarm. It was noted that the patient's most recent echocardiogram showed evidence of worsened aortic insufficiency (ai) and larger left ventricle (lva) diameter. Vad speed was increased from 5900 rotations per minute (rpm) to 6000 rpm. Log file review captured 2 no external power events while connected to the mobile power unit (mpu) on (B)(6) 2022. The patient recalled possibly unplugging the mpu from the outlet. Pump power and flow appeared to be trending fairly neutral with no significant changes noted. Related manufacturer's report regarding the lvad 2916596-2022-10250.

Manufacturer narrative:
Serial number of the mpu has been requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power events while connected to the mobile power unit was confirmed via analysis of the submitted log file. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 12 days ( (B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured instances of a loss of external power on (B)(6) 2022 from 22:09:00 to 22:09:06, on (B)(6) 2022 from 20:22:59 to 20:23:02 and on (B)(6) 2022 from 20:42:36 to 20:42:41. During all 3 instances, low voltage hazards and power cable disconnect alarms were active which transitioned to low voltage hazard alarms, then no external power alarms (the no external power alarm did not activate on the second instance), and then low voltage hazard alarms due to the rsoc and bus voltage in both power cables dropping below the minimum accepted voltage threshold. The rsoc voltage measured as low as 0.6 volts and the bus voltage measured as low as 2.08 volts. The alarms were resolved when external power was restored to the system and pump speed was not affected as the backup battery was able to support the system without issue. Multiple attempts were made to obtain additional information about the reported event such as if the no external power events were caused by the patient intentionally unplugging the mpu, the mpu serial number, if the mpu has a v-lock connector on the ac power cord, if there were any environmental circumstances that would have affected the ac power at the time of the event, and if the mpu was exchanged/removed from service/will be returning; however, no response was given. The root cause of the reported event could not be determined through this analysis; however, the patient accidentally unplugging the power cord from the outlet could have contributed to the reported event. Heartmate iii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed as the serial number of the product is unknown. No further information was provided. The manufacturer is closing the file on this event.